Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the was and a versacross connect system were used to perform transeptal puncture. The versacross wire went through the aorta, then when the physician pulled back to the right side, the was sheath nicked the right atrium (ra), and a small laceration was noted on the ra. The physician believed the effusion occurred during chest compressions. Pericardiocentesis was performed and two (2) liters of bright red blood were removed, and 50ml of protamine were administrated to the patient. The cardiothoracic surgeon created a window to patch the ra, and a cell saver was used. The patient remains in the hospital in stable condition but remains intubated and sedated but off of all pressors. It was further reported that the patient was on plavix medication and was discharged on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the was and a versacross connect system were used to perform transeptal puncture. The versacross wire went through the aorta, then when the physician pulled back to the right side, the was sheath nicked the right atrium (ra), and a small laceration was noted on the ra. The physician believed the effusion occurred during chest compressions. Pericardiocentesis was performed and two (2) liters of bright red blood were removed, and 50ml of protamine were administrated to the patient. The cardiothoracic surgeon created a window to patch the ra, and a cell saver was used. The patient remains in the hospital in stable condition but remains intubated and sedated but off of all pressors.